Event description:
Information was received indicating that during use of this smiths medical legacy plus pump, under infusion was noticed. It was reported that the pump was programed to infuse 808 ml but delivered 2.4ml. Reported that the pump did not alarmed during infusion. No patient consequences were reported. No adverse effects were reported.